Event description:
On (B)(6) 2025, an eye care professional (ecp) in spain reported a patient (pt) received emergency treatment at a hospital for a corneal ulcer after wearing acuvue® vita® for astigmatism brand contact lenses (cls). The pt was informed by the hospital that "the manufacturing batch of these contact lenses could be contaminated." No additional information was provided. On 16jul2025, the ecp provided additional information via email. The pt successfully complete a trial fitting period and does not sleep in cls. The pt began experiencing "problems with the lenses" worn on the left eye (os) on (B)(6) 2025 and was diagnosed with a superior paracentral infiltrated 0.5x0.5 os corneal ulcer that affected the pt's visual acuity on (B)(6) 2025. It is unknown at this time if the pt suffered any permanent damage as it remains to be assessed. A copy of the pt's hospital record (in spanish) was attached. On 21jul2025, translation of the pt's hospital record was received. Visit dated (B)(6) 2025. Provisional consultation progress sheet and clinical course. Evolution: urg rev (urgent evaluation) pt is doing much better exploration: bmc (biomicroscopy): eye practically white, upper pannus. Abscess of 1 mm closing the capturing part, still has a central point. The stromal turbidity persists. No superficial keratitis. I see at least 3 older leukomas in the upper corneal midsection. Blepharitis ++ action plan: vanco and ceftriaxone eye drops (ophthalmic solution (eye drops) that combines two antibiotics: vancomycin and ceftazidime) every hour (alternating every 30 minutes) same, but only one time use during night. Oftacilox (ciprofloxacin) ointment for sleeping. Ozonest choliric gel every 6 hours. Visit dated (B)(6) 2025 bmc: persistent epithelial defect evolution and clinical course: saw in culture: different species of staphylococcus coagulase negative are isolated. Pt is in a better state. Clinical judgment: principal: infiltrated corneal ulcer in a patient that is a contact lens wearer. Os. Action plan: vanco and ceftriaxone (ophthalmic solution (eye drops) that combines two antibiotics: vancomycin and ceftazidime) eye drops every 2 hours (alternating every 2 hours). Oftacilox ointment for sleeping. Ozonest choliric gel every 6 hours. Request follow up consultation in 6/7 days. No additional medical information has been received. A comprehensive review of the manufacturing records for lot number b015cl4 was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The os suspect product was requested for return for evaluation, but has not been received. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed as appropriate.

Manufacturer narrative:
On (B)(6) 2025, evaluation of the returned, suspect product was completed. One lens case containing one lens was received. Magnified visual inspection revealed no abnormalities. No further investigation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.